Event description:
Tunneling tool catheter attachment broke off and remained in the catheter end during procedure. Could have caused harm to the patient if not noticed. Ln this case no harm came to patient background: patient came to interventional radiology for insertion of a tunneled cvc w/o port. The catheter was cut to the desired length. Tunneling tool was placed in the end of the catheter for tunneling. After tunneling and insertion of the catheter it was determined the catheter was not operating as it should. Catheter was subsequently removed. It was discovered the end of the tunneling tool had broken off inside the end of the catheter and impeding the ability to flush the catheter. The broken piece of the tool was removed, and the catheter was reinserted with no further issues.